Event description:
It was reported by the clinician that the w22100 extension set is failing to hold a connection with various other tubing products after 2 to 3 days. This is happening in the bone marrow transplant department.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.